Event description:
I purchased a product by the name of equate enhanced contact lens cleaner, I followed the directions exactly. My eyes burned so bad it brought me to my knees. My eyes are swollen, red, and leaking a substance that is sticky. This is totally not acceptable. This just happened today, I guess time will tell but my eye looks horrible. (B)(6).